Manufacturer narrative:
The manufacturing and material records for the perceval heart valve and stent, model #icv1209, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. The manufacturer is following up with the site to retrieve further information regarding the event and the device involved. A follow up report will be provided upon receipt of any further information.

Event description:
The manufacturer received the following information through the perceval japan study. On (B)(6) 2019, a patient received a perceval sutureless aortic heart valve, pvs23 in aortic position. The surgical approach was median sternotomy, and there was concomitant papillary muscle lifting procedure. The site reported that the patient had an acute heart failure and eventually passed away on (B)(6) 2022.

Manufacturer narrative:
Since limited information is available and the device was not returned, no investigation was possible thus no definitive root cause of the event could be identified. Should further information be received in the future, the manufacturer will submit a follow up report.

Event description:
The manufacturer became aware through the perceval japan study that on (B)(6) 2019, a patient received a perceval sutureless aortic heart valve pvs23 in aortic position. The surgical approach was median sternotomy, and there was concomitant papillary muscle lifting procedure that was performed. The site reported that the patient had an acute heart failure and eventually died on (B)(6) 2022 at a different hospital facility. The device was not returned. Manufaturer was informed that no further information can be gathered, so no further investigation can be performed regarding the possible root cause which led to patient's death.